Event description:
A report was received that the patient had burning sensation in her feet. The patient underwent an explant procedure of the lead. The patient was doing well postoperatively. The cause of the burning sensation was unknown.